Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. These measurements were noted to have increased gradually over the last six months. Troubleshooting options were provided to the field, the rv lead remains in service. No adverse patient effects were reported.